Event description:
It was reported there was no flow on the cardioplegia side of the tcm. The machine was rebooted but there was still no flow. The problem is intermittent. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The tcm was returned to the MFR for eval and the complaint was confirmed. The expected voltage to the cardioplegia board to the pump motor was missing. While measuring the ac voltage to the cpg board, the motor started turning and did not fail again. A small amount of corrosion was found on the board. The relay board was replaced and all connections were cleaned. A preventive maintenance was performed. The sys was returned to the customer and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.